Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found occurrences of power on reboot on the event date. The returned battery cap contact measurements were within specifications. The pump powered up using the returned battery cap and functioned properly. A 24-hour pump exercise was executed without incidents. The pump casing was opened to further investigate and no internal defects were found. The reported power issue was verified in the black box but was not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump gave audible alert and was showing the verify time/date and battery screen. The patient reported that there was no damage to the battery compartment or cap, and the cap tightened properly onto the pump. The patient stated that the issue was not resolved with new battery or new battery cap. Review of alarm history showed no low or replace battery warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.